Event description:
It is reported that the pt was revised for infection and pain. Abnormal wear was found on the pe tibial plate. A geode appeared under the base plate.

Manufacturer narrative:
This report will be amended when our investigation is complete.